Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator recharger (insr) wires were showing on the patient's desktop charger connector cord; the cord was frayed. In addition, it was reported that the patient believes that when her programmer batteries dies, it turns off her stimulation and she know this because she was in immediate excruciating pain. The patient was instructed to take the batteries out of the programmer and try to connect with the recharger. The patient repeatedly saw the reposition antenna screen when she tried to connect with the recharger. The patient mentioned that she charges every night, but she supposedly did not charge the implantable neurostimulator (ins) the night before the report due to the recharger would showing that the ins was 100% charged after charging for 10 minutes. The patient was then instructed to connect with her programmer. The programmer connected and showed that the ins was sufficiently charged as well as the programmer batteries. The patient also claimed that her programmer batteries do not last as long, but it was determined that the patient was not using the correct batteries for the programmer. Furthermore, the patient reported that she has been working with a manufacturer representative (rep) on programming the device to help her phantom or residual pain, because if she has the program too low, it causes her pain to start returning, but when its higher, she gets a buzz when she lays on her bed and lifts her legs. The patient mentioned that she was on program c at 2.6. It was mentioned that although the patient was always in pain, the device has worked beautifully and the patient don't know what she would do without it. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Product ID 37761, serial# (B)(4). Product type recharger, product ID 97740, serial# (B)(4). Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's pain wasn't getting any better. They had tingling pain down their front leg; primarily on the left side. It was reviewed that the patient could decrease stimulation to see if it helped, but the patient was told not to make stimulation adjustments. They reprogrammed the device to resolve the issue, but it had not helped. The patient stated they would get a period of very bad pain and noticed that it occurred when the patient programmer batteries were low or empty. They wondered if there was a connection. The patient felt an increase in pain if they stood too long or walked around too long. They used a heating pad and placed it over the ins, and they wondered if that would affect the ins. The patient programmer was draining batteries very quickly and last time they only lasted a day to 2.5 days. They had pain for 2 weeks and maybe there was something wrong with the stimulator. No further complications were reported or anticipated.